Event description:
Customer stated that the sodium result for one specimen was lower than expected and therefore, retested the sample. The reporter indicated that the retest results were within the expected range and the repeat result was provided to the physician. The customer stated that the sodium electrode was replaced due to calibration error messages and the issue has not reoccurred since the electrode replacement.